Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was received with scratched display window.

Event description:
It was reported that the insulin pump squirt out the insulin and alarmed during manual prime. Nothing further was reported.